Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of service (eos) after 11 months of implantation. The icm experienced a rapid drop in battery voltage. It was recommended that the device will be returned for further analysis. The icm remains in service and no adverse patient effects were reported. The icm was explanted. A new icm was implanted. The original icm is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Product record reviews did not identify a product quality issue. Analysis of available information did not identify a specific complaint cause. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause linked to device but unable to trace more specifically."

Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of service (eos) after 11 months of implantation. The icm experienced a rapid drop in battery voltage. It was recommended that the device will be returned for further analysis. The icm remains in service and no adverse patient effects were reported. The icm was explanted. A new icm was implanted. The original icm is expected to be returned. No additional adverse patient effects were reported.